Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in 9610595-2025-15867-00. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that error 315 (scope error: unsupported scope) occurred due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error code e315. There was no patient involvement.